Event description:
Resident was being wheeled down hallway to breakfast when resident put feet down and wheelchair suddenly stopped - resident ejected out of wheelchair with lap buddy hitting head on floor - causing 2x2 laceration to forehead and sent to emergency room for stitches. Failure of lap buddy. Bought lap cushions through direct supply - emailed report to (B)(4). Direct supply asking for information on manufacturer, etc. Wants to send cushions back.